Manufacturer narrative:
The technician replaced the brake main bearing, support and brake caster to resolve the issue.

Event description:
The account alleged the brakes are not holding. No patient impact.